Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed a (B)(6) generated for a patient with a diagnosis of (B)(6) while using the architect hiv ag/ab combo assay. The patient is also (B)(6). The following data was provided. (B)(6): 0.14 s/co no impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a batch record review for the lot, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. No (B)(6) confirmation testing had been performed for the patient. No information of the clinical picture of the patient was provided to conclude on a (B)(6) status of the patient. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.